Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 all silicone foley catheter attached to the urine meter bag. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection of the sample noted dirt or glue-like substance on the tip of the catheter. This does not meet specification per ip7600139, revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was hair like dirt on the foley balloon. So, they refrained from using it.